Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild burn on detritus; the fiber was tested with the flow rate test; result is within acceptable criteria. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of cooling system could not be confirmed; a cap failure was found; the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that a cooling system leak (part of the fiber assembly) was noted @ 48,952 joules. The procedure was completed with a second fiber. ¿no damages to the patient¿ reported.